Event description:
A malfunction alarm was reported by the customer. The customer's blood glucose level exceeded 500 mg/dl, attributed to the malfunction. There was no need for third-party assistance. Customer used multiple daily injection (mdi) to address bg. Tandem technical support assisted the customer in resetting the pump to resolve the software error, which cleared the malfunction code. No repeat of the malfunction code was noted, and the customer was instructed to call back if the issue recurred. No injuries were reported, and the customer was advised it was safe to continue using the pump.